Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient had received inappropriate therapy. The patient had fatigue and intermittent heart block. The devcie was reprogrammed and the patient's medication changed. Due to the patient's issues and the inappropriate shocks, the device was upgraded. The new device, delivered therapy and it was questioned whether or not the therapy was appropriate. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: (B)(4).